Event description:
The customer from netherlands reported that within 10 minutes, she obtained blood glucose readings of hi (indicative of a reading above 33.3 mmol/l) and 7.9 mmol/l with the contour ts meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer. Since the strip information was not provided as the customer discarded the test strips used during the event, this report will be submitted under the meter information.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in as the customer's weight was not provided. The device identifier # in section d4 was left blank as it could not be determined based on the available model #.

Manufacturer narrative:
The customer returned the suspected contour ts meter for evaluation. No test strips were returned. Therefore, an in-house testing was performed with blood sample using the returned meter and in-house contour ts test strips from lot # 0mm3f06d, which gave a satisfactory performance.